Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, the suture was tighten; however, the knot would not move to close the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device yielded the following observations: the whole monofilament was returned loose and the needle tip still attached to the rail end. Both cuffs were attached to the link and the anterior cuff was engaged to anterior needle tip. The posterior cuff was out of the pocket and the tabs were bent and undisturbed. Based on the evidence found on the returned device, the posterior cuff was missed. The analysis of the returned device did not confirm the reported knot lock for this complaint. The cause of this incident is related to the operational context of using the proglide device that lead to the cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.